Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 272mg/dl. Reportedly the customer was using the cartridge and infusion set longer than the recommended time period. Tandem technical support educated the customer that this is off label per pump user guide. The customer changed supplies and resumed insulin prior to calling.